Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported no more wi-fi network on the entire hospital. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported no more wi-fi network on the entire hospital. No adverse event involving a patient or user was reported. A philips remote service engineer (rse) communicated with the biomed onsite to evaluate the device in question. Results of functional testing confirmed the access point controller did not work properly because the power board was defective. This affected one floor with two departments. After a new access point controller was installed the issue was resolved.